Event description:
Pt was admitted with extreme dehydration. Extremeties were cold from elbows and knees down. Nailbeds cyanotic. IV's ordered stat. Multiple attempts made totaling nineteen without success. Order to prep for i.o. Left tibia area prepped for i.o. Attempted access with extreme difficulty two times. Access achieved but handle of needle broke off leaving needle and i.o. Cannula in leg. Cannula was removed with hemostat. Again attempted access in right tibia with same results. Removed cannula from tibia with hemostats. Surgeon placed a central venous line for treatment. Please refer to 1820334-2004-00519 for additional info.